Event description:
The patient¿s family reported that an ¿internal battery not charging¿ alarm occurred, and the device was replaced. Device settings, duration of use, and clinical intervention were not provided, and no patient harm or adverse outcome was reported. During evaluation, the alarm was not reproduced; however, review of the error log confirmed an error code occurred while the internal battery charge level was 87%. This error indicates the internal battery was not increasing in capacity while connected to ac power. The power management pca was replaced to address the confirmed malfunction of the charging circuitry. Periodic maintenance 2 was performed. The pollen filter, exhaust fan assembly, and 43-micron filter were replaced per maintenance procedure; no additional abnormalities were identified. The device passed repair testing, alarm checks, battery checks, and run-in testing. Evaluation is complete.